Manufacturer narrative:
The root cause of the event was that both the cvrx representative and the hospital each thought the other had an ipg for the implant, and neither did. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A normal ipg replacement was scheduled for (B)(6) 2023. The patient was placed under anesthesia, and it was discovered that neither the cvrx representative nor the hospital had a new ipg available. The patient was brought out of anesthesia and discharged. The ipg replacement was rescheduled for (b)(^) 2023 and was performed successfully.